Manufacturer narrative:
Synthes is unable to provide the manufacturer, PMA/510k number and/or the date of manufacture without a lot number or the returned device. The investigation could not be completed, no conclusion could be drawn, as no part/lot number was provided and no device was returned.

Event description:
Patient status post tfn implantation returned to surgeon complaining of pain. An x-ray showed the distal screw was not locked in the nail. Surgeon revised the patient.